Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the au680 chemistry analyzer. The fse confirmed 8 out of 200 samples were affected. The fse determined the failure mode to be a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
A customer reported the generation of erroneous ion-selective electrolytes (ise) results for eight (8) patient samples on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics or data.